Event description:
Open reduction and internal fixation performed in 1999, for fracture at the base of the neck of the left femur. Radiographs in 2000, revealed non-union and fracture of the lag screw component. Surgery was performed 13 days later, to remove and replace hardware.